Manufacturer narrative:
Investigation: per the customer, the disposable set was visually examined and tested for leak by putting it into liquid. The customer noted bubbling, corresponding to a low detectability, but found a breach of integrity of the closed system. The disposable set was returned for investigation. A small leak on the rbc bag at weld adjacent to tube on rhs of bag was noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that during the leukodepletion portion of a combined apheresis collection (plasma cpa ++ rcc) procedure, a leak was detected on the bag collecting the filtration. The leak occurred at the junction of the upper welding and the tubing of the incoming filtered blood. Per the customer, the cpa was transfused to a patient. The remaining plasma was destroyed. This report is being filed in response to the customer filing a sae report with their local authorities.